Event description:
New information received notes that the right ventricular lead was removed and replaced.

Manufacturer narrative:
The reported events of lead dislodgement and for failure to capture were not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine check. Loss of capture was noted on the right ventricular lead. Attempt to regain capture (threshold testing) in bipolar or unipolar at any voltage and was unsuccessful. Lead dislodgement was suspected. The patient was not dependent and paced <1% in the ventricles. It was further noted that the patient was lost on follow-up since (B)(6) 2020. The lead revision was discussed. The patient was stable and did not appear to have suffered any discomfort.